Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from high blood glucose and hospitalize event on 15-may-2024. Sensor glucose value was 400mg/dl. Symptoms like feeling sick/unwell, tired/weak were reported at the time of hospitalization. No further information available.